Manufacturer narrative:
The following fields have been updated with additional/corrected information: e2, e3, g5, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer latches were misaligned and jammed due to the release latch was not shut completely. A field service engineer cleared the latch jam and realigned latches to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawers did not open when user attempted to remove the midazolam during a total hip autoplasty procedure. Customer stated that there was a delay of 30 minutes to patient care and no harm was done to patient as the required medication was retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer latches were misaligned and jammed due to the release latch was not shut completely. A field service engineer cleared the latch jam and realigned latches to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawers did not open when user attempted to remove the midazolam during a total hip autoplasty procedure. Customer stated that there was a delay of 30 minutes to patient care and no harm was done to patient as the required medication was retrieved from other station. There were no adverse events or injuries reported based on this event.